Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found the larger balseal spring was missing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring popped off from the bottom of the 6 rp insert trial when physician removed it from the patient. No surgical delay reported.